Event description:
The customer stated that the paramedics were called to his home, due to low blood glucose levels of 37-38 mg/dl. The customer did not recall anything out of the ordinary that day. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.